Event description:
This lv lead was implanted on (B)(6) 2016 and was capped on (B)(6) 2016. Additional information received stating that there was a connection issue and loss of capture noted. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).